Event description:
It was reported that during a total joint replacement at the healthcare facility, the tip of the orhto grip knee pointer broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however, a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during a total joint replacement at the healthcare facility, the tip of the ortho grip knee pointer broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.